Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed. Analysis indicated that the helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an attempted implant, the helix of the right ventricular (rv) lead was unable to be extended. The rv lead was removed and replaced to complete the operation. No patient complications have been reported as a result of this event.